Manufacturer narrative:
Upon receipt the lead was found cut 16 cm and 20 cm distal to the is-1 connector pin into 3 segments. All lead fragments were received for analysis. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple abrasion marks along the lead fragments. In particular the distal end area of the distal fragment was found damaged due to wear, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as deformed rv shock coil, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing processes for the leads (29262455/(B)(6)) were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported, that after approx. 61 months the leads showed oversensing. The leads were explanted.